Event description:
(B)(4). It was impossible to deflate balloon. By cutting the catheter, the balloon does not deflate. The catheters have been tested before insertion, there was no problem. And when during the removal, the balloon can not be deflate. The balloon was inflated with sterile water.

Manufacturer narrative:
This reply was rec'd today from the mfg site for this product. "Unfortunately the customer is not replying to our questions and therefore we are unable to get further info." Without sufficient info to make a more informed determination, the event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, although the customer has evaded our attempts to discover how the catheter was able be removed. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date we became aware.